Event description:
The following has been reported: biomed reported: "cassette error". Not patient harm or any active infusion stopped. A preliminary review identified the following issue: mechanical hardware failure (av sticky valve). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned due to mechanical hardware failure (av sticky valve). Upon return, the av valves were cleaned and mock infusion was run without error. Left bag hook is missing. Internal investigation found ipc tube was crimped/pinched. The left bag hook and ipc tubing connecting the compressor will be removed and replaced during repair process. No other damage found.